Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a flashing display. The customer¿s blood glucose level was 180 to 190 mg/dl. The customer states that he fell. Half an hour later it started beeping and nothing will stop it. Troubleshooting was performed for blank display and noticed display is flashing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank-flashing white lcd due to cracked lcd controller on printed circuit board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, scratches on keypad overlay buttons and slightly peeling end cap address label.